Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass feature of the implantable pulse generator (ipg) displayed invalid data. It was also reported that the atrial channel was functionally undersensing during atrial arrhythmias as events were falling into blanking periods. The device remains in use. No patient complications have been reported as a result of this event.